Event description:
Lipid filter leaking at distal connection where blue filter connects to tubing. Tubing was not connected to patient when noting defect. Defect noted while priming tubing. FDA safety report ID# (B)(4).